Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.

Event description:
Deflation.